Manufacturer narrative:
Device eval: device was not evaluated by firm due to absence of tests which can be performed on a used device containing degraded blood that would indicate device's role in reported reaction. Analysis: symptom of hypotension during transfusion using device appears limited to a small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of following circumstances: hemodialysis, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors. In this specific case conditions were: (ace inhibitors), transfusion through central line, and cardiac surgery. These conditions per se do not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in the pt must also be present. It is unclear as to whether the preceding conditions and/or practices exist in proper configurations, whether device also plays a contributing role in reaction observed. Overall, device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), without incidence of hypotension reactions. At this health care facility, all transfusions for cardiothoracic pts, and oncology pts, were administered through more than 500 units of this model device with a total of six (6) hypotensive episodes. There has been no correlation between mfg lots and these reactions. A review of lot mfg history revealed no relevant deviations from normal MFR. This category of reactions appears limited to a small number of health care facilites. Although this reaction could be consistent with presence of a short-lived biological modifier, no evidence of such a modifier was confirmed in this instance. Specific cause of this category of low frequency hypotensive reaction remains unidentified. Following standard pharmacopeial therapy to reverse hypotension, pt was not reported to have any long term or permanent effects.

Event description:
Following cardiac surgery pt was transfused with packed red cells through the device and developed hypotension. Pt was treated with ca+2 and "epenephrem", but no change in blood pressure until after the transfusion was stopped. Pt also experienced a second hypotensive episode in ICU while being tranfused with packed red cells.